Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to a product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. More information was requested from the customer and no additional evidence was provided for this analysis. Based on the limited information received, this most likely could be a pd catheter. The pd manufacturing process was reviewed. Tubing is a purchased component, accepted after an incoming sampling inspection per procedure. The catheter is assembled manually and 100% visually inspected for nicks, cuts or blemishes that do not mee t drawing specifications. In addition, this catheter is subject to sampling inspection and a sterilization cycle. The adapter used in this catheter is assembled during insertion by the physician. The evidence provided is not enough to relate this event to the manufacturing operations. Additionally, there are a number of alternatives in the field like exposure to contaminating agents, or manipulation that may cause the reported infection. The instructions for use (IFU) indicate that infection is considered as a potential late complication inherent to this medical procedure and therefore it is not necessarily related to the devices performance. In-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
Customer states that the patient found a little hole near the joints in november. The patient accepted antibiotic medicine treatment. Now the patient has stopped dialysis. The leaking part of the tube was cut and discarded without taking a photo. Product information is not available. On 1/18/2017 additional information was received from the customer thru the initiator. The patient was given vancomycin and the hole caused peritonitis.

Manufacturer narrative:
Submit date: 1/24/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states that the patient discovered a small hole near the joints in november and received antibiotics as treatment. The leaking part of the tube was cut and discarded without taking a photo. Product information is not available. The patient has stopped dialysis. On (B)(6) 2017 additional information was received from the customer. The patient contracted peritonitis and was given vancomycin.